Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg was replaced. Reportedly, the scs patient controller (pc) was displaying the message "replace generator soon." The patient still had therapy but requested that the ipg be replaced. Stimulation therapy was restarted postoperatively.